Manufacturer narrative:
The complaint of a detached surecuff is confirmed; however, the exact cause is undetermined. It appears the cuff detached from the hemosplit catheter during removal. The cuff was not returned for eval. Impressions in the tubing and cuff fibers are identified on the od of the catheter. This indicates the surecuff was attached to the catheter prior to removal. With the complete break in the tubing that is located at the distal end of the surecuff site, it can be assumed the cuff was subject to excessive tensile forces. According to the products instructions for use (IFU) "the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the tissue and pull the catheter gently and smoothly." This may be a user technique issue. A chr is not possible, as no manufacturing lot number info has been provided by the complainant.

Event description:
Second file created for investigation of the returned device, revealed the cuff had separated from the catheter.